Event description:
Fiber optic cable failure. After patient turn, iabp [intra-aortic balloon pump] alarmed for "no ap signal available" with red slash through fos [fiber-optic sensor]. Fiberoptic cable traced with no knots or bends in cable. Ensured fiberoptic key appropriately plugged into console. Attempted reseating fiberoptic key. Contacted vendor support line recommended switching from fos to transducer. Side arm of iabp sheath noted to be leaking blood; cracked plastic noted and sequestered for return to vendor. Manufacturer response for intra-aortic balloon pump, teleflex ac3 optimus (per site reporter). No issue with iabp console with this event. Providing information for the console that was used, for reference. Manufacturer has disposable and is completing their investigation. Pending final report. Manufacturer response for intra-aortic balloon, teleflex (per site reporter). Disposable returned to teleflex for review. Pending final report.